Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A 510k number cannot be provided since the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a use error failed to follow therapy steps was confirmed. The complaint states that after an alarm situation the nurse had disconnected a supply bag and heater bag to put on new bags. Labeling instructs patients not to replace solution bags; as such this issue was confirmed. Baxter is unable to determine a cause as to why the user patient/nurse did not follow labeling instructions. No batch or sample was available for evaluation. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Event description:
During troubleshooting for a check supply line alarm, which occurred on the homechoice (hc) during use during fill 5 of 5, the nurse stated that a pervious nurse had switched the empty bags out with new bags. The baxter technical service representative (tsr) assisted with ending therapy. During a follow-up with the nurse regarding the reported problem, the nurse refused to provide any further information. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.